Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that the customer experienced hyperglycemia of value 422mg/dl. The customers other blood glucose level was 408 mg/dl and 235 mg/dl. The ketone value was 2.2. Customer was treated with bolus. The device will not be returned for analysis.